Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the analog interface (ai) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
The customer reported that the ventilator was inoperative. The ventilator was not on a patient at the time of the event.